Event description:
In 2008, the pt reported the display screen on her insulin infusion device is progressively becoming harder to see and display segments are missing. She stated she is continuing to use her device and uses the beep to confirm bolus amounts. She said the device has not been dropped or exposed to water. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.